Event description:
Reporter stated that patient was exhibiting symptoms of hypoglycemia. Reporter phoned emergency medical services for assistance. Upon their arrival, an unspecified time later, paramedics reportedly tested patient with her (patient's) advantage system and obtained a result of 2.2 mmol/l. Paramedics then tested patient on her (patient's) performa system and obtained a result of 5.0 mmol/l. Paramedics retested patient's blood glucose on the advantage system and obtained a result of 2.2 mmol/l or 2.3 mmol/l (reporter could not recall exact value). Patient was transported to the hospital where blood glucose reportedly measured 1.9 mmol/l, on an unspecified device. No information about treatment received was provided. Technical support requested the return of the performa system and replacement product was shipped.